Event description:
It was reported that the screen went blank, display lights blinked, and iab would not inflate. The console was exchanged. There were no reported patient complications. Arrow field service evaluated console. They could not confirm report. Biomed stated the powere cord was plugged into wall but was not plugged completely into console. The battery subsequently lost power. Batter was charged for 4 hours with no load 13.0 volts and charge voltage 13.8 volts. Battery test was run for 1 hour and voltage was 12.2 volts after 1 hour.